Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer passed away in hospital. The customer was hospitalized on (B)(6) 2019 due to high blood glucose levels that would not come down. While being admitted the customer was found to have kidney failure and heart issues. The cause of death was acute kidney failure and coronary artery disease. The caller stated that the customer had kidney failure and other issues that may have led to the customer's passing. The customer¿s blood glucose was about 400 mg/dl at the time of admission. The customer suffered loss of consciousness due to the high. The customer was not wearing the insulin pump at the time of death, but was wearing the pump at the time of admission. The insulin pump had been disconnected more than 48 hours prior to passing, as the hospital did not know how to handle the pump. The customer was not using sensors. The caller stated they felt that the customer's devices were working as designed. The caller declined to return the insulin pump for analysis.